Event description:
The external pulse generator was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the ring cover and two side bails covers were broken. Four control knobs were contaminated. The board connector was out of specification. The battery contacts were compressed and the battery drawer was broken. The ring was bent.